Event description:
A physician reported a pt who was originaly skin tested on 8 june 1998 and on 23 june 1998; both with negative results. On 14 july 1998. The pt rec'd her second treatment in the glabella, upper vertical lip lines, and the periorbital regions. On 19 july 1998, the pt developed itching, redness and swelling at the treatment sites. The symptoms have been continous. On 21 july 1998, the physician prescribed a topical corticosteroid. The physician also prescribed (date not known) an oral antihistamine, telfast. About two weeks after the onset of symptoms, the pt's two skin test sites became hard and red. As of 11 august 1998, the physician reported that the prescribed treatments have helped and the pt's symptoms are slowly resolving. The physician considered the symptoms to be product related hypersensitity.